Event description:
It was reported that the patient¿s blood glucose level rose to 300 mg/dl and they developed a high strand of ketones while wearing the pod for an undisclosed time. The reporter stated their endocrinologist told them to change the pod because it was clear that the pod was not working resulting in blood sugar running high throughout the day. On (B)(6) 2025, the patient went to the emergency room to seek medical attention. The patient was diagnosed with hyperglycemia, and they were treated with an intravenous drip of fluids to hydrate. The patient was in the ER from approximately 6:00 pm to 9:30 pm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of unsure delivering insulin. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.a166usqs3cyj1, hardware: sm-a166u, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.